Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
The color and labeling of the box reflects a regatta floppy not the regatta middleweight plus. The regatta "floppy" label is printed with the middleweight plus catalog number.